Event description:
It was reported that during the device interrogation, the lead had high thresholds. The patient had an MRI scan. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary for (B)(4) lead: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk review found the weekly trend s2d data shows an averaged difference increase for ventricular capture management equal to 0.48 volts average between (B)(6) 2011.